Event description:
It was reported that the fluid cannot be added to the cassette. It seems as if there was an obstruction in the hose. There was a hole in inner bag discovered during filling of cassette. There was patient involvement and no injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint. Visual and functional tests were performed, which confirmed the complaint of fluid not being able to be added into the cassette. The probable cause was due to errant solvent application error during assembly in tijuana. There was no established cause of the hole in inner bag. The errant solvent was punctured through and establishing flow was reattempted. Flow was successfully observed through the female luer and into the cassette.